Event description:
Procedure name: tot sling with laparoscopic supracervical hysterectomy. Patient tolerated the procedure well and was in stable condition. Cystoscopy demonstrated good support of the mid-urethra without extensive compression. Follow-up (B)(6) 2009: doing well, no difficulty voiding, sui resolved. Complains of frequent/hourly urination and nocturia twice per night. Follow-up (B)(6) 2012: complains of frequent/hourly urination, urgency, mixed incontinence, and nocturia three times per night. Prescribed vesicare 5 mg., enablex 7.5 mg., and toviaz 4 mg. Daily. Patient emptying her bladder well. Upon examination, mild diffuse vaginal tenderness anteriorly and posteriorly. Complains of abdominal pain lower right quadrant; possibly related to umbilical hernia repair. The pain is not related to the sling, which is well away from the site of the pain.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo transobturator mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdomen pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse (specifics unknown). All other information is unknown.